Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an audio tone/vibration (no vibration) issue. Reportedly, the pump's vibratory features were not functioning. The reporter confirmed that the auditory features were functioning as expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 06/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/24/2016 with the following findings:the complaint could not be confirmed or duplicated on investigation. During power up, the pump¿s vibratory features functioned normally. No defects were found with the vibratory features of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.